Manufacturer narrative:
The product analysis indicates that the dented nose spindle has been replaced. Because the bearing of the spindle has been removed, it has been replaced also. The device was successfully tested to specifications.

Manufacturer narrative:
The device was returned for evaluation. At initial inspection, the pre-repair temperature test indicates that within the first minute the temperature went from 76 degrees f to 120 degrees f. The evaluation is still in progress. All results are pending completion of the evaluation.

Event description:
It was reported that the device is overheating. There was no report of patient impact.